Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and intraperitoneal fortaz (ceftazidime) (dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Four days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.